Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the controller was blank on (B)(6) 2018 and the consumer already tried using new batteries. The consumer was transferred to repair and the controller was replaced. It was later stated that the consumer received the wrong replacement device and he needed the implantable neurostimulator recharger (insr) instead because it was not taking a charge from the wall and the screen was blank. It was also stated that the patients ins was dead since (B)(6)2018 and they did not have the equipment with them to troubleshoot and the patient was not going to be able to troubleshoot because it was hard for him to understand stuff. The patient was sent a replacement implantable neurostimulator recharger. Additional information was received via a manufacturer representative from a consumer regarding the patient on 2018-aug-14. It was reported that the patient cannot charge the device. The patient stated that his battery was overdischarged and a ¿reset¿ was performed in the past 6 months, but the exact date was unknown. The patient was unable to keep the device charged, and now the device will not charge. The patient was scheduled for a follow-up in the office on (B)(6) 2018. There was no surgical intervention planned or performed at the time of the report. It was noted that the patient¿s medical history includes chronic pain.